Event description:
It was reported that after an esophagojejunostomy procedure, a major leak occurred. At the first procedure, the surgeon confirmed that staples were formed properly and torus-shape tissue ring was formed. No tear nor separation were found. But the leak test was not examined at the first procedure. There was no report of any malformed staples or missing staples. There was waste in the drainage after several hours had passed from the procedure. On the next day, the surgeon reopened the abdominal cavity and removed the sutured part where leak was found. The leak was found at the staple line which was formed in an esophagojejunostomy procedure. The surgeon commented that the leak was caused by the weakness of the pt's tissue. When the surgeon tried to clamp the esophagus with a forceps allis in the re-operation, the tissue became tattered. The surgeon tried to seal the leak using a cdh25 and pursuing suture, but proper torus-shape tissue ring could not be formed and leak was found by the leak test. Finally, the staple line was cut out and another cdh25 was used. Proper torus-shape tissue ring was formed this time and no leak was confirmed, the procedure was finished. The pt's condition has been stable and no leakage has been reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.